Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error a week prior to the call, and the alarm went away. She stated that on the day of the call, she removed the insulin pump to go swimming, and when she went to resume the insulin pump after suspension, she found that the keypad was unresponsive. The customer's blood glucose was over 100 mg/dl. The customer did not observe any significant events leading to the alarm or keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button error alarm noted, all of the buttons are function properly however, moisture was found on the keypad traces. The insulin pump has cracked lcd window, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and missing the end cap sticker.